Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type catheter. Analysis of the pump found that there was a lab failure of low battery reset with an undetermined cause. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and was returned for analysis. The patient was receiving an unknown drug via an implanted pump. The indication for use was not reported. Further information was not provided.

Manufacturer narrative:
The main component of the device system; the other relevant component includes: product ID: 8709, serial (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. Analysis of implantable catheter: product ID: 8709, serial (B)(4) revealed the following. The catheter was returned in three segments which included: the pump connector and proximal section; the remaining proximal section and pin connector; and the distal section. A visual inspection of the catheter identified a slice cut consistent with explant damage 5 centimeters from the distal end of the catheter. Leaking was observed from the site of the slice cut during pressure leak testing in the lab. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on september 25, 2017. It was reported the reason for the pump explant was due to normal battery depletion. It was also reported a catheter leak was observed during the replacement surgery. It was noted the leak occurred in the proximal section, and the catheter was replaced. It was also indicated the pump position had caused discomfort, but the patient's usual pain was managed. The issue had been resolved through pump replacement and repositioning, along with replacing the catheter. The patient's weight at the time of the event was provided as (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the returned pump revealed the pump had been programmed to deliver 28.7 mg/ml of morphine and 1,420 mcg/ml of clonidine at 0.179 mg/day and 8.9 mcg/day, respectively, in minimum rate infusion mode. If information is provided in the future, a supplemental report will be issued.